Event description:
It was reported that during a procedure, the reload stapled and cut the stomach tissue, but the scalpel did not retract after stapling and cutting, leaving the stomach tissue trapped in the jaws of the reload. A retraction tool was used correctly but did not work, and the physician had to pull on the tissue to free the jaws. It was noted that the procedure was prolonged by approximately 20 minutes.